Event description:
It was reported that a spectrum pump displayed a door not fully latched alarm, when the door was closed. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter rec'd the device. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.